Event description:
It was reported that the customer had an unresponsive buttons on the pump. The customer's blood glucose level was unknown. Customer states insulin pump had reported lost on the ambulance when they were being transported to the hospital. Troubleshooting was performed, and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.